Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the pump was powering off after low battery alarms. The pump was reportedly not showing a replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the pump black box showed that the pump alarmed for a low battery warning followed by a replace battery warning on (B)(4) 2012. During testing, a low battery and replace battery warnings were reproduced and both alarms were correctly recoded in the alarm history. The pump was tested with an external power supply and the pump current draws were found to be within specifications. The pump was opened and there was no evidence of moisture or damage inside the pump.